Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was at elective replacement indicator (eri) and had premature battery depletion. It was noted that the patient has felt some fatigue since the device went to eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.